Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that arterial cannula found fragmented on removal in post anaesthetic room. Patient scanned and catheter tip approximately 2 cm found in radial artery left arm. Patient returned to theatre for removal further surgical intervention.